Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire was broken and a piece of the wire remained in the patient¿s body. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.